Manufacturer narrative:
The event for heat was not duplicated through functional inspection. After disassembly, the repair technician noted through visual inspection that the components were affected by corrosion. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The manufacturer sales representative reported that the device was overheating during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.